Manufacturer narrative:
Patient city: (B)(6). Pateint country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported that patient faced infusion set leaking event. Leakage was located at site. The infusion set was in use for few days. No further information available.